Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, osteolysis and a broken adaptor bolt and loose femoral component. Loosening occurred at the bone/cement implant interface. Cement manufactured by a competitor.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.